Manufacturer narrative:
Device was discarded.

Event description:
Patient reported experiencing elevated blood glucose readings in the 400-500 mg/dl range requiring medical assistance. Patient stated she could not get her blood glucose level down so she went to the hospital; was treated with insulin pens of novolog and lantus. Patient reported the infusion set was not working correctly and not delivering the insulin. Infusion set has been discarded. No product will be returned.